Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was intermittently losing power. It was noted that the power issues were occurring up to twice a day. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 04/30/2014 - device evaluation:the pump has been returned and evaluated by product analysis on 04/17/2014 with the following findings:a review of the pump¿s black box history showed unexplainable power reboots were recorded. There was no moisture or cracks observed in the battery compartment or on the battery cap. The battery compartment and battery cap threads were intact; no damage was observed. The battery cap was able to be fully secured to the pump. No power losses occurred during investigation. The battery cap contact height and width measurements were found to be within the required specifications. The pump case was removed and no internal defects were found. The complaint of the pump losing power intermittently was observed in the pump history but was not able to be duplicated during investigation.